Event description:
The patient reported the down button on her insulin infusion device is not working properly. She stated the button works intermittently and this makes it difficult for her to complete a bolus through her device. She said in 2008, she had an elevated blood glucose reading of 415 mg/dl which she thinks is due to the button not properly responding when she tried to bolus earlier. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.